Event description:
It was reported via repair work order that the calf support locking lever was broken off not allowing calf support to lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.